Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received internal abrasion was found between 6.5cm and 13.5cm from the distal tip electrode. Reliability laboratory technician; (B)(4); no complaint received with return of device. Failure (event) observed during analysis.